Manufacturer narrative:
A review of the manufacturing documentation for the devie revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patients suture did not heal properly. The patient underwent a revision procedure and was doing well postoperatively.

Event description:
A report was received that the patients suture did not heal properly. The patient underwent a revision procedure and was doing well postoperatively.